Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a peripheral stenting treatment procedure, the stent restenosed. The 16x90 wallstent endoprosthesis was implanted in an iliac vein in (B)(6) 2010. The stent was fully deployed and well apposed at procedure end. Approximately 5 months post implantation, the patient returned with 80% in-stent restenosis. The concentrically shaped lesion measured 12mm x 40mm. The physician attempted dilation with two xxl balloon catheters, both of which leaked during the first inflation attempts. Dilation was ultimately performed with a third xxl balloon and a wanda balloon catheter. There were no additional patient complications reported and the patient's status is stable.